Event description:
Patient presented to dr. (B)(6) complaining of pain and limited motion in her status post left tka. Dr. (B)(6) decided to explore the knee and revise any components that seemed loose and/or malpositioned . Dr. (B)(6) removed the tibial insert and the femoral component. The femur was prepared to accept a #4 triathlon ts femur with 5mm distal augments medially and laterally. A 15 x 50mm cemented stem was also used. The tibial component was a well fixed #4 universal baseplate with a 12 x 50mm cemented stem. A # 4 x11mm ts insert was used in the revision. The patella was not resurfaced in the index procedure and was covered in a scar like tissue. The patella looked liked it was reacting to its articulation with the femoral prosthesis. The patella was resurfaced and tracked well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: the product was not returned for evaluation. Not performed as medical records were not provided for review. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented to dr. (B)(6) complaining of pain and limited motion in her status post left tka. Dr. (B)(6) decided to explore the knee and revise any components that seemed loose and/or malpositioned . Dr. (B)(6) removed the tibial insert and the femoral component. The femur was prepared to accept a #4 triathlon ts femur with 5mm distal augments medially and laterally. A 15 x 50mm cemented stem was also used. The tibial component was a well fixed #4 universal baseplate with a 12 x 50mm cemented stem. A # 4 x11mm ts insert was used in the revision. The patella was not resurfaced in the index procedure and was covered in a scar like tissue. The patella looked liked it was reacting to its articulation with the femoral prosthesis. The patella was resurfaced and tracked well.